Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.